Event description:
It was reported that the patient developed methicillin-resistant staphylococcus aureus bacteremia and lead vegetations. The device and leads were removed. It was further reported that the patient's blood pressure rose near the end of the procedure associated with dyspnea and wheezing, requiring sublingual and parental medication administration, intubation and transport to the coronary intensive care unit for monitoring. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.